Event description:
It was reported that the patient presented in vt episodes and the competitive device did not deliver therapies. An error message was observed on the programmer that there was an open circuit detected during shock delivery. The patient subsequently expired. The system was explanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The connector legs with the connector pins of a partial lead were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.